Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump kept alarming no delivery while attempting to change her infusion set. The patient's blood glucose at the time of incident was 96 mg/dl. During troubleshooting insulin would not exit the tubing with a plunger push. The customer was inevitably able to prime by changing to a new infusion set. The customer was able to rewind without incident. The reservoir was not returned for analysis.